Event description:
It was reported that a patient presented with an inflatable penile prosthesis (ipp) pump that was not functioning properly due to lack of fluid in the pump resulting in the pump remaining compressed. The pump was tested with a syringe, and it was identified that the reservoir remained empty. The ipp was explanted and a new ipp was implanted. No patient complications were reported.